Event description:
Customer reports that she obtained a result of 169mg/dl on the device and drank juice. She was experiencing hypoglycemic symptoms and the paramedics were called, testing her at 88mg/dl on the paramedic's device. She was given glucose and she ate a sandwich. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.